Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and no damages were observed. Functional testing was performed and the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 45 was able to be duplicated, as this was observed upon power up. Further inspection identified that the drive shaft was not at the "home" position. After the drive shaft was rotated back to the proper position, the platform ran for 6 minutes using a test mannequin and an additional 15 minutes using a large resuscitation test fixture with no problems encountered. The platform passed load cell characterization testing and was able to be power cycled multiple times. Related to the reported complaint, it was observed that the clutch plate was sticky. The sticky clutch plate could lead to the drive shaft not being in the "home" position, which in turn could result in the platform displaying a user advisory (45). A review of the platform's archive data was performed and the reported ua 45 was not observed on the reported event date of (B)(6) 2015. However, multiple user advisory (ua) 45 messages were observed on other dates. Based on the investigation, the part identified for replacement is the clutch plate. In summary, the reported complaint of the platform displaying a ua 45 was confirmed through functional testing and archive review and is attributed to the drive shaft not being in the "home" position. Related to the reported complaint, it was observed that the clutch plate was sticky. The sticky clutch plate could lead to the drive shaft not being in the "home" position, which in turn could result in the platform displaying a user advisory (45). Following service, and replacement of the clutch plate the device passed all testing criteria.

Event description:
It was reported that the autopulse platform displayed a user advisory (45) (not at "home" position after power-on/restart) message that was unable to be cleared. Zoll tech support provided the customer with instructions on how to reset the driveshaft back into the "home" position, however the issue would not resolve. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Product in complaint was returned to zoll on 06/03/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.